Event description:
The user facility reported a patient (unknown race and ethnicity) with cardiogenic shock from an acute myocardial infarction was implanted with an impella cp device for mechanical circulatory support and experience bleeding at the access site. Impella inserted post percutaneous coronary intervention independently and was noted hemostasis could not be obtained at impella insertion site after peel away was removed and reposition sheath was advanced into the right femoral artery (rfa). Ultimately decision was made by the physician to temporarily remove the impella over a wire, place a 16fr gore dryseal sheath, and re-implant impella. After that was completed, hemostasis was obtained at groin site and distal pulses in right lower extremities were confirmed to be present. The patient was transported back to the unit with a plan to consult vascular surgery for groin management and explant of the impella cp. Two days later as per the plan, the patient was taken to operating room for surgical explant of impella cp from rfa. Impella was pulled back across aortic valve and turned to p-0 then removed from 16f sheath. Cutdown was performed and rfa isolated. 16f sheath removed and thrombectomy performed per protocol. The surgical closure was successful to rfa; distal pulses present. The patient was extubated and transferred back to the unit in stable condition.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella cp with smartassist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury¿ (including ventricular perforation).

Manufacturer narrative:
The investigation of access site bleeding has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined. E4 should have been left blank on manufacturer device report 1220648-2024-25096.